Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose level was 111 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged fill estimate issue was verified in the pump logs; however, no failure was identified, but a different issue (cracked cartridge can) was found.